Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d concomitant med prod data, section b describe event or problem upon investigation of this incident, the technical support specialist (tss) confirmed that customer resolved the issue and no further investigation required for this device. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server insulins was not set up correctly and when the nurses needed to remove 6 units, they couldn't, or they had to log it at 60 units. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server our insulins is not set up correctly and when the nurses need to remove 6 units, they can't, or they log it at 60 units. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: UDI and manufacturer date not available.